Event description:
Therapy cable failures were noted in the status log of this device, while it was being evaluated for a separate issue. There was no pt involvement.

Manufacturer narrative:
Therapy cable failures were noted in the status log of this device while it was being evaluated for a separate issue. There was no pt involvement. The device was evaluated at philips, and the failure was confirmed. The issue was determined to be an incomplete electrical connection between the therapy cable and port.